Manufacturer narrative:
(B)(6). Date of onset for the patient¿s hoarse throat is unknown; however, the patient sought medical assistance for it on (B)(6) 2010. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that patient 02-a18 began experiencing neck/arm pain six (6) weeks to a year prior to surgery. On (B)(6) 2007, the patient was implanted with a large-5mm prodisc-c implant at level c5-c6. Antibiotics were administered intra-operatively. There were no complications during surgery and no complications noted during discharge on (B)(6) 2007. (B)(6) 2009: radiological assessment showed severe bone bridging at c5-c6. (B)(6) 2009: the patient experienced mild, occasional neck and trapezial pain. The patient was prescribed aleve and (some) hydrocodone. State of event = resolved. (B)(6) 2010: the patient had hoarseness of the throat. (B)(6) 2015: adjacent level disc degeneration (ddd) was detectable on the radiological assessment. This report will address the patient's throat hoarseness. This report is for one (1) unknown prodisc-c implant. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of hoarseness. This event occurred a couple years after surgery and there is no indication that it was related to surgery or implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of hoarseness. This event occurred a couple years after surgery and there is no indication that it was related to surgery or implants. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to the post-operative potential adverse events (aes): -date of visit (B)(6) 2008: radiological assessment showed severe bone bridging at c5-c6. -date reported (B)(6) 2009: the patient experienced mild, occasional neck and trapezial pain that was reported on (B)(6) 2009. The patient was prescribed aleve and (some) hydrocodone. State of event = resolved. -date of visit (B)(6) 2010: the patient had hoarseness of the throat. -date of visit (B)(6) 2010: radiological assessment revealed detectable adjacent level disc degeneration and mild bridging bone at c4-5. (B)(4).